Manufacturer narrative:
Information recorded in section completed by the manufacturer. Reference reporting site internal file (B)(4). The actual device has not been returned to manufacturer to date. When a sample has been returned and a comprehensive evaluation has been completed a follow-up report will be submitted.

Event description:
Xlt flange break where the trach tie goes through the slot in the flange.